Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a definitive cause for the reported difficulties. It may be possible that the delivery system was pulled back too much during deployment causing the stent to elongate and deploy into the introducer sheath. Additionally, the tip detachment likely occurred as the tip was being withdrawn through the section of the stent that was partially deployed in the sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately calcified lesion in the superficial femoral artery (sfa). The 5.5x200mm supera self-expanding stent system (sess) was advanced to the target lesion and during deployment, the stent elongated into the introducer sheath. The sheath was pulled back a little bit and the stent jumped out of the sheath. The stent delivery system was removed, and a balloon catheter advanced for post dilatation; however; resistance was met, and it was noted that the tip of the supera had separated inside the sheath. The balloon and the guide wire successfully removed the separated tip and the stent was then post dilated. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.